Event description:
It was reported that the patient received multiple shocks due to t-wave oversensing. It was also noted that the r-wave signals were relatively small. During the repositioning procedure, it was realized that the insulation of the lead was damaged and it seemed there were some water-bubbles inside the tubing. The physician tried to clean the tissues surrounding the lead to loosen it and had to cut a portion of the lead to be able to remove it fully from the patient. A new lead was implanted afterwards. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead was returned in segments and analysis revealed that the outer tubing overlay was breached cut. The defibrillation coil was distorted and blood/body fluid was present on the outer tubing overlay. The inner tubing was found to be kinked/buckled. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation was torn and had a cosmetic depression. Blood was present in/on the helix/lobe mechanism and sleeve head. Visual analysis revealed apparent explant damage. (B)(4) outer tubing overlay breached cut (B)(4) full lead in segments.